Event description:
The device result was 297mg/dl and the lab result was 140mg/dl. The doctor had prescribed glyburide and when the lab result came back the md advised to discontinue the glyburide. The device was replaced and requested to be returned for evaluation.